Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs to treat back pain and leg nerve pain. Post-op, the patient developed "serious injury such as pain, nerve injuries, as well as limited physical mobility."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: l5-s1 disk herniation and chronic lumbar instability; degenerative disk disease l5-s1. The patient underwent the following procedure: decompressive lumbar laminectomy left l5-s1; total facetectomy; excision of herniated disk; radical decompression of the spinal canal; interbody cage placement; pedicle screw fixation; arthrodesis. L5-s1 bilaterally. As per operative notes, ¿at this point, an 11 mm cage was inserted into the interbody using a combination of bone graft that had already been obtained and packed into the interspace followed by the cage which was filled with bmp. The pedicle screws were, at this point, connected by using two rods, one on each side. This was followed by the right l5-s1 facet completely denuded followed by placement of a small bmp soaked sponge into the l5-s1 interfacet space." No intra-operative complications were reported.